Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1+. The mean pressure gradient was 3mmhg at the 30 follow up, the mean pressure gradient was observed at 8mmhg.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the report mitral stenosis. Mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1+. The mean pressure gradient was 3mmhg at the 30 follow up, the mean pressure gradient was observed at 8mmhg.